Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu0512 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 07 days of use, the catheter leaks in the proximal region of the catheter. Catheter presented a hole in the proximal region. In use of antibiotic and parenteral nutrition.

Event description:
It was reported that after 07 days of use, the catheter leaks in the proximal region of the catheter. Catheter presented a hole in the proximal region. In use of antibiotic and parenteral nutrition.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small hole was observed in the catheter between the 12 cm and 13 cm depth markers and a larger hole was observed at the 46 cm depth marker. Whitening of the catheter material was observed at the corners of the smaller hole in the catheter. Both lumens were flushed with a 12 ml syringe of water and a spraying leak was observed at the 46 cm depth marker when the red lumen was infused. The red lumen appeared to be occluded with dried residue distal to the hole at the 46 cm depth marker. A microscopic observation revealed the larger hole was ¿d¿-shaped and material appeared to be missing at the location of the hole. The edges of this larger hole were observed to be somewhat uneven but distinct, and faint striations were observed on the flat the fracture surfaces. The features of the smaller hole were found to be similar to that of the larger hole, but with slightly rougher inner and outer edges. The circumference of both holes appeared to be larger on the outer surface of the catheter than the circumference of the hole on the inner surface of the catheter, suggesting the damage originated from outside the catheter. The apparent material loss at the location of the observed hole, as well as the shape and texture of the hole itself suggest the catheter was most-likely damaged by some sort of instrument during use. It was also reported that the catheter was in use without issue for at least seven days, which indicates the catheter was damaged while in use. A lot history review (lhr) of recu0512 showed no other similar product complaint(s) from this lot number.